Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Inspection of the device did not present any damage or irregularities to the device. The inflation device filled with water was connected to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there were no indications of any leaks or other anomalies.

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was reported that the 100% stenosed target lesion was located in the mildy tortuous and severely calcified superficial femoral artery. The balloon ruptured at 12 atmodpheres during the first inflation.

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was reported that the 100% stenosed target lesion was located in the mildy tortuous and severely calcified superficial femoral artery. The balloon ruptured at 12 atmodpheres during the first inflation.

Event description:
It was reported that balloon rupture occurred. A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.